Event description:
It was reported that during an "lc" procedure, while the doctor tried to ligate the vessel with the device, the clip didn¿t form the right formation, which slipped from the vessel. He then changed to a different device to solve the problem. In the first few firings, the clip formed well till the last one. The clip formed a twisted form, which couldn¿t bite the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed three conforming clip and it ejected eight clips; finally, the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.